Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality. Went to remove healing cap, implant "spun". Patient was asymptomatic during healing, was depressible.